Event description:
The distal portion of the catheter fractured, during manipulation.

Manufacturer narrative:
Rep from cordis visted the account in cordis roden and discussed the difficulty that was encountered with the catheter. Reportedly, once the physician realized that the catheter had separated, a cordis passage balloon was inserted into the open end of the fractured segment of the catheter; he then decided to inflate the balloon and attempt to capture the distal segment, and withdraw. Unfortunately, distal fractured portion of the guiding catheter had been twisted and the lumen had collapsed at the fracture site. As he attempted to advance the balloon catheter into the guiding catheter, the fractured segment of the guiding catheter was actually forced deeper into the lad, occluding the left main. Torsional overload-induced separations occur on a small percentage of guiding catheters. Typically, within tortuous anatomy, the physician will torque and apply significant tensile and torsional stresses on the catheter to manipulate it into the place. During the course of handling, most likely the catheter will kink, and upon continued manipulation beyond catheter design, the catheter eventually begins to split, and finally separate. Typically when a separation of any intervascular device occurs, the physician will utilize a snare to capture the fractured segment. Cordis is currently investigating this issue of torsional overload-induced separation. It is unclear at this time, when and if the product will be returned for evaluation and testing. This file is condidered closed. Should the product be returned in the future, an update will be submitted for your review.